Event description:
Balloon split when being used on a patient, manufacturer requested additional information, but not provided. No information was provided regarding outcome of the patient.

Manufacturer narrative:
No information was provided regarding consequence/outcome of patient. Balloon rupture is addressed in the IFU. No product was returned to assist in the investigation. Balloon and fatigue design verification testing of balloon shows device is capable of meeting design input requirements. Per specification, balloons are 100% inspected for wall thickness and visual defects. Each lot is shipped with at least 5 piece burst testing data. Balloons are inspected in qc for damage and proper inflation. Maximum inflation volume is documented on label and IFU. IFU warns to adhere to balloon inflation parameters and always monitor balloon inflation under fluoroscopic control. IFU warns 'when used to expand a vascular prosthesis, the balloon radiopaque marker should remain within the prosthesis." Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. Limited information has been provided with this complaint and no product has been returned. Multiple attempts to obtain additional information have been unsuccessful. In the absence of any information regarding procedure, inflation pressures, number of inflations, patient anatomy or age a root cause analysis cannot be made. Root cause will be listed as inconclusive. We will continue to monitor for similar complaints. Insufficient risk per qera.